Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system had a interface issue which preventing the user to transfer orders. Customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.